Event description:
It was reported that the patient profits less from itb (intrathecal baclofen) therapy by and by and that a daily dose of about 600 mcg/day was currently needed. Higher doses were not possible due to physiological intolerance of the patient concerning higher doses. It was stated that "with higher doses the patient fell into a state where artificial respiration was necessary in the past". It was also noted that the patient had four revisions of the catheter and that "the underlying problem could obviously not be solved". It was noted that "in the actual case a radio fluoroscopy examination revealed no leak in the catheter system". In the refill sessions it was determined that the calculated residual volume and the aspirated residual volume were equal. An occlusion of the catheter can therefore "probably be precluded". The examination of the pump system was performed by physicians other than the reporter. The reporter assumed that there was an issue with the infusion system, but also hoped "to identify a possible baclofen tolerance of his patient" resulting in worsened spasticity. He also believed that the pump was too big for the patient. Additional information has been requested; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the catheter was explanted. It was indicated that there was a catheter kink and a migration/dislodgement noted. The patient had experienced underdose symptoms. It was indicated that the catheter tract was involved but specific details of this was not provided. It was noted that a different manufacturing catheter was used and connected to one of "our" own manufacturing pump connectors. At the time of this report, it was reported that the patient was alive and without injury. The outcome of the patient was reported as "doing fine with a much lower daily dose than before" and was now at 180ug/day. The drug delivered via pump was lioresal.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, explanted: (B)(6) 2012. Product type: catheter: product ID 8596sc, lot# unknown. Product type: catheter. (B)(4).